Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 46 mg/dl and current blood glucose were 146 mg/dl. Customer stated that the insulin pump gave insulin pump error alarm after self test and battery failed alarm. Customer felt like he was low due to low food intake last night and stated the second self test passed. Customer treated for low blood glucose with food customer been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not in auto mode. Customer was able to successfully clear the alarm and able to complete rewind. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.